Event description:
The device was used during a gynecological procedure. Reportedly, the instrument broke and plastic pieces disengaged into the pt. The surgeon was able to retrieve the pieces and complete the procedure. The hospital has reported no pt injury occurred.